Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant of a crt-d system, after cannulation of the coronary sinus with the catheter, a partial dissection of the coronary sinus was noted. The implant procedure was interrupted but no further intervention was required. The patient was stable following the procedure.